Manufacturer narrative:
The review of the data provided confirmed the reported issue: the impedance is 3000 ohms on 14 october 2025 and on 10 december 2025. After the reconnection of the subject lead and the subject device on (B)(6) 2026, the electrical measurements are normal and stable. Initially, on (B)(6) 2025, the subject complaint was about the tilda t60 lead. On (B)(6) after having been made aware that a re-intervention took place on (B)(6) 2026 to reconnect the subject lead to the oto sr device, the oto sr device has been added to the subject complaint. The subject tilda t60 lead has been implanted on (B)(6) 2015 and the subject oto sr device has been implanted and connected to the subject tilda t60 lead on (B)(6) 2024. The data from (B)(6) 2025, (B)(6) 2025, (B)(6) 2025 and (B)(6) 2026 have been provided. On 2 october 2025, the ventricular threshold and the ventricular sensing are normal. The trend of the ventricular impedance is unstable high impedance since at least (B)(6) 2025: on (B)(6) 2025, the ventricular threshold increased. The ventricular sensing is normal. The trend of the ventricular impedance has been very high since (B)(6) 2025: on (B)(6) 2025, the ventricular threshold increased again. The ventricular sensing is normal. The ventricular threshold has increased from 1.5 v to 2.25 v. The trend of ventricular impedance is high since (B)(6) 2025 and increased on (B)(6) 2025: the re-intervention took place on (B)(6) 2026 to check the connection and the subject lead and the subject pacemaker were reconnected. Both remained implanted. On (B)(6) 2026, all electrical measurements are normal. Based on the available data, a connection issue is the most probable hypothesis. No data is available from the box change on (B)(6) 2024 to (B)(6) 2025. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the impedance greater than 3000 ohms on 10 dec 2025. On (B)(6) 2026, a re-intervention took place and the connection was checked. Since the re-intervention, the oversensing has disappeared. Both the lead and the device remain implanted.